Event description:
Analysis of the returned device found that the main coil (subject device) was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil delivery wire was seen to be kinked in two locations. The main coil was seen to be fractured. The main coil and introducer sheath were not returned. During functional inspection, coil in catheter friction functional test was unable to perform due to damage. Coil introducer sheath functional test was unable to perform due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be duplicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer; the device was prepared for use as per the dfu. Continues flush was set up and maintained throughout the procedure. There was two attempts to advance the coil. The device was analyzed and the main coil was seen to be fractured and not returned. The coil delivery wire was also kinked in two locations and functional testing could not be preformed due to damage. An assignable cause of 'procedural factors' will be assigned to the as reported "coil in catheter friction" and "coil introducer sheath friction" as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'handling damage' will be assigned to the as analyzed "coil delivery wire kinked/bent" as the defect appears to be associated with handling of the product or portion of the product during removal from the hoop and preparation. An assignable cause of procedural factors will be assigned to the as analyzed "main coil broken/fractured during use" as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.